Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was up to 550 mg/dl. The customer had blood glucose reading of 441 mg/dl. The customer treated with 18.0 units of humalog. The customer had symptoms such as high ketones and not feeling well. The customer stated that there were no leakage and the customer suspended the pump and no insulin came out. The customer was advised to call back to troubleshoot.